Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Following the replacement of the device's battery pins the reported issue could no longer be duplicated.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to request service for a non-critical issue (led light on keypad would no longer light up).  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when the code summary button was pressed that the device would cycle power by itself.